Event description:
Related manufacturer reference number: 2017865-2023-00052, 2017865-2023-00054. It was reported that the patient presented with a (B)(6) infection. The physician explanted the system ¿ pacemaker, right atrial lead and right ventricular lead. There were no consequences to the patient.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.